Manufacturer narrative:
On 6/8/2017: during a follow-up, the customer confirmed the insulin gauge was depleting as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer resumed insulin deliveries and no additional occlusion alarms occurred. Additionally, it was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer had loaded their cartridge with 175 units of insulin and the insulin gauge had been displaying 45 units throughout the day. The customer confirmed the pump would continue to be used and would monitor the insulin gauge for normal depletion once the cartridge had reached 45 units of insulin. The customer's blood glucose level was 202mg/dl.